Event description:
Distributor reports that a physician had informed him of stainless steel screws implanted in a pt that had broken. After phoning the doctors office, they stated that this pt initially was implanted with bone screws on 12/2/96 with diagnosis of l5-s1 grade spondylolisthesis. Office notes dated 2/25/97 state that the spinal construct was fine. During a routine office visit on 4/15/97, x-rays showed that one screw placed at s1 was fractured and the other screw at s1 was loose. The pt was scheduled for another surgery with diagnosis of l5-s1 spondylolisthesis, pseudoarthrosis l5-s1 and removal and reinstrumentation. The surgery was canceled due to the pts' cardiac problems and will be rescheduled.